Manufacturer narrative:
Concomitant medical product: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that the circumstances that led to the stimulation location moving included when they did an overhead stretch and when they got on their horse. The patient was going to meet with a manufacturer representative and then have surgery to move the wire back in place. The patient noted they were getting shocks on the right side currently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stimulation sensation has moved from the low back (where they need it) to their rib cage and right side. Caller stated maybe it feels like something has pulled loose. Caller reported they had some breakthrough pain and increased intensity but that was the only change they have made. Patient services (ps) walked caller through checking stimulation programming; currently on group c. Ps walked caller through trying group a and b and caller reported they still feel stim only in the right side/right leg now too. Ps asked caller if there were any falls/traumas/medical procedures/changes that could have contributed to this change in stimulation and caller stated they cant think of anything, just maybe reaching up/stretching to high kitchen cabinets. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.